Event description:
It was reported that during a da vinci si hysterectomy procedure, the distal articulation of the fenestrated bipolar forceps instrument was not responding correctly. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering placed the instrument on an in house is3000 da vinci system and was driven. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Functional performance testing did not find any issues. Additional observations not reported by the customer was a frayed cable and main tube scratches. The pitch down cable was observed to be frayed at the distal clevis hub. The frayed strands were sticking out of the instrument's wrist. Other cables at the instrument's wrist were not damaged. The distal end of the main tube had various scratch marks with light material removal. Scratches were 0.100 - 0.390in length and were not aligned with the tube axis. No other damage was found. Evidence not conclusive but main tube damages may be due to mishandling/misuse. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, reported malfunction could cause or contribute to an adverse event, if to reoccur.